Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that liquid had leaked from a medication disposal container stored on top of the pyxis medstation. The liquid made contact with the comm sled, power module, and damaged a med cart cable. A field service engineer (fse) replaced all affected components to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple auxiliary tower doors required maintenance. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient. However, there were no adverse events or injuries reported based on this event.